Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It as reported that an 840 ventilator had an oxygen (o2) sensor failure. The ventilator was not in use on a patient at the time of the reported event. The service engineer inspected the device and verified the reported condition. The o2 sensor was replaced. The unit passed all testing and operates within the manufacturing specifications.